Event description:
On (B)(6) 2009, pt reports, she was changing the insulin cartridge on (B)(6) 2009, and as she removed the cartridge, she noticed part of the plunger got stuck on the piston rod. Pt states, it was "as if the plunger broke in half." She reported that only half of the plunger is stuck on the piston rod. Advised pt to make sure she twists the insulin cartridge and then lets it fall in her hand when removing it. Pt states, a few drops of insulin did spill in the cartridge compartment when this occurred, but she was able to dry it out completely. Verified that it was not a large amount and she was not able to actually pour any insulin out of the infusion device. Advised pt to move piston rod to 0 units and then squeeze the plastic on another insulin cartridge and insert it back into the compartment to grab the remaining plunger. Pt reported, she attempted this several times, but could not get it to catch because it is only part of the plunger. Pt stated, she attempted to use tweezers to remove the remaining part of the plunger. Advised her not to do this in the future. Pt reported, she was able to remove the remaining piece of the plunger from the piston rod. Advised pt she can remove the insulin cartridge from her backup infusion device and use in her primary infusion device. Pt states, she is able to do this on her own and will complete this at a later time. Pt reported, she threw out the original insulin cartridge where the plunger got stuck. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.